Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was no signal output from the serial digital interface caused by a faulty printed circuit board. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, there was no signal output from the serial digital interface terminal upon receipt of the high definition lcd monitor. There was no patient involved with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.